Event description:
The clinic reported that a laser vision correction patient was presented with flap striae on the left eye (os) at 2 day post op. At the 2 day post op exam, the patient stated on the first night of treatment, the patient accidently rubbed the left eye and experienced blur since the rubbing of the os eye. The clinic reported there was no loss of best corrected visual acuity (bcva).through follow up, the surgery center indicated a flap lift was performed. The flap striae and blurriness has been resolved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.